Event description:
It was reported that the atrial lead had an apparent fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. No anomalies were found. However, the distal conductor was stretched and the proximal conductor had blood/body fluid (not obstructed). The outer insulation was pulled apart (overstress) and had cosmetic environmental stress cracking. Visual analysis revealed apparent explant damage.